Manufacturer narrative:
Additional information: d10, h6. G5 is unknown. D5 and e4 are unknown. No information has been provided to date. Three lot numbers were provided. It was determined that correct lot number has been previously reported. Device evaluation: a sample was received to perform an investigation. A visual inspection of the returned intravenous catheter (IV) confirmed that the tube was cut near the hub nose. Based on manufacturing controls, it was improbable that this type of damage originated during the manufacturing process. Further investigation identified an improper use of the device as a potential root cause of the reported event. The instruction for use (IFU) warns the user do not reinsert the needle into the catheter at any time and do not use scissors or sharp implements near the intravenous catheters. The root cause of this failure was unable to be determined. A non-conformance was noted unrelated to this issue and the product was reworked prior to release. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Report source - foreign:(B)(6).

Event description:
Information was received that a smiths medical jelco optiva IV plastic hub / radiopaque, 20g catheter, remained in the vein. It was impossible to remove. An intervention was necessary. No further adverse patient effects were reported.